Event description:
It was reported the patient could not start therapy, and the left electrode showed a malfunction during a follow-up visit. The device was reprogrammed for only on the right electrode, and the patient continued using the device. Revision surgery was scheduled to replace the left lead on (B)(6) 2022 . The defective left lead was removed successfully during the revision surgery. The testing of the new implanted lead showed an out-of-range (oor) impedance on the #3 electrode. After changing the left lead to the right port of the implanted pulse generator (ipg), impedance values showed regular performance and after additional other testings with no improvement of the left ipg port. The ipg was replaced. Testing of the new connected ipg showed regular performance in the impedance matrix and the twitch test. There was no patient harm or injury as a result of this event. Note: this event is being reported because the patient is undergoing additional surgical risk to remove or replace the malfunctioning device.

Manufacturer narrative:
Mml complaint reference no. (B)(4). Model: 8145. Description: reactiv8 implantable stimulation lead, 8145 ce.

Manufacturer narrative:
The system was in for revision due to of out-of-range (oor) of the lead. After the new lead was placed, the implantable pulse generator (ipg) still showed oor of the lead. The ipg was then replaced, and the system functioned properly. After the ipg was returned, the evaluation showed that the left port was excluded on the impedance log. This is a carry over from the previous lead being oor. The exclusions were removed and the ipg operated within the manufacturing specifications. The lead assembly was evaluated, and the reported out-of-range (oor) symptom was verified. Visual inspection showed the wires were fractured. The ends of the wires showed fatigue fractures. The alleged symptom was verified. Ipg UDI #: (B)(4). Lead UDI # (B)(4). Ipg manufacture date: 08/31/2017. Lead manufacture date: 06/17/2020. Mml complaint reference #: (B)(4).

Manufacturer narrative:
Mml complaint reference #: (B)(4). Correct ipg serial number: (B)(6). Correct ipg manufacture date:05/04/2020. Corrected h6: FDA codes.